Manufacturer narrative:
One 12tlw404f catheter was returned for examination. The reported event of ruptured was confirmed. The balloon was found to be ruptured between the windings. The latex edges did not appear to match at the ruptured region. No other visible damage was observed from the catheter body and windings. The through lumen was patent without any leakage or occlusion. The affected final work order documentation and the manufacturing process were verified, and no deficiencies were found. As part of the catheter manufacturing process a 100% of the units got through a balloon and inflation visual inspection process. A review of the manufacturing records indicated that the product met specifications upon release. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. Additionally, it may also be used for temporary occlusion of blood vessels, infusion of fluids, and blood sampling. It must be stored in a cool, dry place as it has both temperature and humidity limitations. The IFU establishes contents sterile and nonpyrogenic if package is unopened and undamaged. Do not use if package is opened or damaged. Store in a cool, dry place. Temperature limitation: 0 - 40 c, humidity limitation 5% - 90% rh. The recommended shelf life is as marked on each package. Storage beyond the expiration date may result in product deterioration. Per the instructions section of the IFU for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thru lumen. The catheter should be inspected with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. Caution the amount of fluid in the syringe should be checked before each inflation. Do not exceed the recommended maximum inflation volume. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a fogarty balloon ruptured during a procedure. No patient complications were reported. Patient demographics were unable to be obtained.